Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is using supplies beyond labeling. Tandem technical support informed that customer that using supplies beyond labeling was off label per the tandem user guide. Multiple attempts have been made by tandem technical support to continue troubleshooting with customer, however, no response was received. Customers blood glucose level was 484 mg/dl.